Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that during a case the center image went out completely. There was no patient injury or other adverse health consequence.